Event description:
(B)(4). The dealer reported that the m91power wheelchair could be pushed while it was in gear. Additionally, it was reported that both motors were malfunctioning, and would be replaced. There was no injury reported